Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no drops of insulin were seen exiting the tubing during the load process. Reportedly, the tubing was changed and insulin drops were still not seen from the tubing or the cartridge patient line. The cartridge was changed and drops of insulin were seen exiting the tubing. There was no reported impact to the customer's blood glucose level.